Event description:
The user facility reported that during an attempt to retrieve a hard stone greater than 1 centimeter in diameter from the patient's common bile duct, the entrapped stone became lodged, and remained inside the basket. The users then reportedly removed the basket platic sheath, withdrew the gastroscope, and used a non-olympus emergency lithotriptor handle to crush the stone and remove the basket. However, when the emergency handle was used, the top half of the basket broke off and remained inside the bile duct. The users then employed a different, but similar basket to remove the basket fragment and the stone, which was said to be sufficiently crushed to pass. The procedure was reportedly completed and there was no patient injury.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The cause of the reported phenomenon cannot be conclusively determined at this time. The (B)(4) instruction manual cautions users: "if the basket cannot be withdrawn from the bile duct while holding a calculus, or a calculus cannot be removed from the basket, use the olympus mechanical lithotriptor bml-110a-1 to crush the calculus and/or withdraw the basket." This report is being submitted as a medical device report in an abundance of caution.